Event description:
During egd procedure, the physician pushed a resolution clip device through the biopsy valve and withdrew the device from the scope. The scope quickly became non-functional (unable to suction). This scope was exchanged for another one, so as to finish the procedure. The endoscope was cleaned afterward and the channel was unclogged by the use of a cleaning brush. A round black rubber piece came out through the distal end of the scope. No pt injury occurred, nor was the scope damaged. All reusable black biopsy valves were exchanged with new ones.